Event description:
The customer contacted beckman coulter inc (bec) to report reagent probe b leaked di water and the instrument gave cuvette not dry errors. The customer was wearing personal protective equipment when the leak was discovered and cleaned no injury or exposure was reported.

Manufacturer narrative:
The instrument gave cuvette not dry errors due to loose reagent syringe. The customer tightened the reagent syringe. A bec field service engineer (fse) replaced the a/b valve and the reagent syringe t valve. Fse corrected a pressure leak at the wash canister. (B)(4).